Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11 pm for a high blood glucose level of 650 mg/dl. The customer stated that they had two pumps and wanted to know which one was the newest model. The customer's insulin pump did work as designed. The cause of the hospitalization was unknown because the customer did not want to trouble shoot the matter. The customer was advised to call the help line if they had any issues regarding the insulin pumps. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.